Event description:
During a meniscal repair procedure t2 would not advance. Needle appeared to be pinched. No delay reported. No patient injury or complications resulted. It was confirmed t1 was left in the joint unsupported and that an additional device was available to complete the repair.

Manufacturer narrative:
Device has not been returned for evaluation.